Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter stated that the product was unavailable for return.

Event description:
Brushing teeth and the brush head broke off in mouth / head totally broke off and kept spinning in mouth. No adverse event. Case description: a consumer of unspecified age and gender reported via phone on 05-dec-2016 that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush type 3709 on (B)(6) 2016 and the oral-b brushhead, version unknown broke off in his/her mouth. The consumer asserted that he/she was scared that his/her teeth broke out, but elaborated that the head totally broke off and kept spinning in his/her mouth. The consumer stated that he/she wasn't injured, cut, nor bleeding, but just a bit shook up. No symptoms developed.